Event description:
Note: this report pertains to the one of four cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the upper gastrointestinal tract during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2025. During the procedure, the balloon would not inflate upon attempting to dilate the balloon. The customer reported that there was a leak at the proximal end of the balloon. It was reported that three additional cre pro wireguided dilatation balloons were opened and attempted to be used but the same problem occurred. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. The anatomy location was reported to be the upper gastrointestinal tract and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable investigation result of balloon leak. The anatomy location was reported to be the upper gastrointestinal tract and is being reported as it may have occurred in the esophagus.